Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occured. Date of issue is an approximation. The sensor as inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient experienced itching, burning, rash, redness, and dry skin under the entire sensor patch. Barrier products (cavilon, tensospray) were used unsuccessfully. The patient was prescribed an unspecified antihistamine; however, it was reported it was ineffective. No additional patient or event information is available.